Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical service confirmed the data analysis showed the battery appeared to be depleting more quickly than expected and recommended the device to be replaced. Additional information was received, stating that the patient died from terminal cancer and that the device was believed to be explanted post-mortem. At this time, the device was returned for analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical service confirmed the data analysis showed the battery appeared to be depleting more quickly than expected and recommended the device to be replaced. The was explanted post-mortem as the patient died from terminal cancer. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.